Event description:
This device case, reported by a non-health care professional, concerns a patient who was using a pen injection device (humapen ergo-teal/clear cartridge holder) to deliver insulin for the treatment of diabetes. The pen injection device was returned with the complaint: the pen was eighteen months old with a clear cartridge holder. The pen was broken where the cartridge holder fits into the pen. No adverse event was associated with the complaint. Initial examination of the returned device revealed the general appearance of the pen was clean and good. One engagement tab was broken and the other was partially broken. The lead screw was extended and would not retract. The footpad had broken off. Pharmaceutical delivery systems (pds) comments 02-aug-2002: pds conducted an investigation on the returned device. Pharmacutical delivery systems provided detailed analysis results on 02-aug-2002: the returned device was returned with a clear cartridge holder with broken engagement tabs. The detailed investigation focused on the clear cartridge holder; gouges noted on the mounting bayonet; left engagement tab clipped off cleanly at the base; right engagement tab clipped mid-tab s.); damage is consistent with the purposeful removal of the engagement tabs with a tool (i.e. Fingernail clippers, wire cutters, metal shears, etc. -the root cause for the broken engagement tabs is the use of an unknown tool while in the field. Update 02-aug-2002: pharmaceutical delivery system entered comments/results/conclusions on the suspect device page, update the narrative and the cioms-it field.